Event description:
It was reported that during a stone retrieval procedure, the tip broke. A trapezoid rx lithotripter basket had been advanced to an unspecified biliary location. The physician was able to capture an unspecified size of stone and was attempting to release the stone into the duodenum. While opening and closing the basket, the tip broke. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".